Event description:
Customer reported via phone call to have received a button error alarm. Customer reports of receiving button error in the past and was able to clear. Customer states this last time alarm could not be cleared due to buttons not responding. Customer's blood glucose was 270 mg/dl. Customer also reported that after first button error, he began to feel sick and had symptoms of nausea and vomiting. Customer was hospitalized due to hyperglycemia and had blood glucose of 290 mg/dl. Customer was monitored in the hospital. Customer was wearing insulin pump at the time of hospitalization. Insulin pump would need to be replaced due to button error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the follow functional testing, the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The esc button had intermittent response due to flattened dome switch and moisture damage was noted one the keypad traces. No button error alarm was noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case neat the display window corners noted during visual inspection.